Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Failure analysis found the primary failure of the severely bent grip tips be related to the customer reported complaint. The long bipolar grasper instrument was found to have a severely bent grip, causing vertical misalignment of the grips. There was 0.052¿ offset at the tips. The root cause of the severely bent instrument grips-tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. An additional observation not reported by the site that was not related to the customer reported complaint was also identified. The long bipolar grasper instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test and no signs of thermal damage were observed. The root cause of this failure attributed to a component failure. A review of the instrument log for the long bipolar grasper (471400-10/n102104120022) associated with this event has been performed. Per logs, the long bipolar grasper instrument was last used on 11-aug-2021 on system (B)(4). The instrument had 3 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the long bipolar grasper instrument was found to have conductor wire damage with exposed internal wires. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is not applicable because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm long bipolar grasper instrument had physical damage. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2021 and confirmed that there was no patient involvement at the time of the issue being identified. No further details were provided.